Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient's healthcare provider (hcp) was no more an hcp and the patient had been in suicide pain for the last 2 months prior. At the time of the report the patient didn¿t know how to get rid of it when they got something soon. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.